Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017 ; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported by the manufacturer representative (rep) that the patient had high impedances; every electrode measured at >10,000. Cause is not known. Patient has a return of pain and the issue is ongoing. An MRI tech called and indicated that the patient claimed that the ins and leads are dead, the patient plans to have the system replaced. The patient is seeing a physician at a university for the replacement. Troubleshooting was not required. Reviewed MRI information.

Event description:
Additional information was provided from the healthcare provider (hcp). It was reported that the patient had high impedance and a loss of efficacy. The device was reprogrammed. After reprogramming with a manufacturer representative (rep) itis determined pt only has two working electrodes out of 16. Patient was no longer feeling stimulation. Leads are no longer working and pt will need both leads replaced. Pt has also had a discharge once from their device. Battery is also nearing depletion and will need replacement. System was replaced; resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the battery was near depletion. The documented the impedances and noted issues with 2 out of the 16 working. The implant dead was due to normal battery depletion and the source of the electrode damage was unknown. Reprogramming was attempted. A lead and battery replacement is planned to be done on (B)(6) 2024.